Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the hip stem at the bone/cement interface with depuy cement.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. A search of the complaint database found no prior reports for the stem part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.